Event description:
It was reported that during device change out, externalized conductors were observed. Lead remains implanted. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.